Event description:
Report received indicated that during product preparation, a piece of catheter broke off and the cannula did not actuate smoothly. There were no abnormalities noticed during product inspection and product was prepped following the instruction for use (IFU). When the technician was flushing the device and attempting to extend and retract the cannula, difficulty was present. The catheter was prepped in the straight configuration and all specified ports were flushed, however the cannula would not actuate smoothly. It was noted by the reporter that the issues with deploying/retracting the cannula might be due to issues with the handle slide release/button. A piece of the catheter broke off however; reporter is not sure which piece of the catheter broke off or how. The product was put aside and not used in-patient. A different outback catheter was used to complete the case successfully. This product has been returned for evaluation and testing, however the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.